Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there is some oversensing on the lead, during an atrial flutter rhythm, and that there have been a small number of sensing integrity counts in the past five months. During the oversensing occurrence, the patient s not paced. The lead remains in use. No patient complications have been reported as a result of this event.